Event description:
The patient reported experiencing elevated blood glucose levels (500 mg/dl) and positive ketones. The patient reports that the pump has been losing power without user intervention.

Manufacturer narrative:
The patient reported that the battery cap had not been changed since receiving the pump ((B)(6) 2007). The pump user guide instructs the patient to replace the battery cap at least once per year. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.